Event description:
It was reported that this health care professional (hcp) wanted to know why this pacemaker did not have any atrial tachy response (atr) episodes for the patient's atrial fibrillation (af). Technical services (ts) reviewed the reports and noted that this was normal device function as the device overwrites older events. Ts noted that the atr episodes that were available were false positives as there was farfield oversensing of ventricular signals on the atrial channel. Ts advised following actions. The device remains in use. No adverse patient effects were reported.